Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the slider was slightly pushed, causing the cutting wire to deflect. The coated portion of the cutting wire had possibly been rubbed due to the effect of contacting a metal area of the endoscope.  However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: the knife wire must be very thin, so if the length of contact with the duodenal papilla is short, if the high-frequency output is high, if the wire is energized while in contact with the metal part of the endoscope, or if it is stretched too tightly, the knife wire may break. If the knife wire breaks, if force is applied in the direction of tensioning the knife wire, the proximal portion of the cut knife wire will be pulled toward the endoscope, and force will be applied in the direction of pushing the knife wire. If it is, it will be pushed towards the nipple or bounce to the side. If the knife wire breaks, immediately stop energizing it, pull the slider on the control part completely, pull the cut knife wire into the tube, and then immediately pull out this product from the nipple. A broken knife wire can lead to perforation, major bleeding, laceration of the bile duct, and damage to the endoscope. When inserting or removing this product from the endoscope, pull the slider slightly and move the knife wire along the curve of the tube. If the forceps base of the endoscope is moved back and forth with the knife wire bent, the metal part of the forceps base may come into contact with the knife wire and scrape the coating. Do not apply electricity to a torn or scratched wire sheath while it is in contact with tissue. If a torn or scratched wire coating is applied while in contact with tissue, current may leak, resulting in decreased output or unintended tissue burns. If you feel that the product is not sharp when energizing it, pull out this product from the endoscope and check that there is no damage such as tears or scratches on the wire sheathing. When energizing, make sure the rear end of the knife wire is within the field of view of the endoscope. If power is applied while the forceps stand and knife wire are in contact, the current may leak, resulting in reduced output or unintended tissue burns. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short; the output is too high or activated while the cutting wire touches metal parts of the endoscope; or the cutting wire is tightened too strongly. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injuries, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope, could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while the tissue is in contact with the torn or damaged-coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. The device evaluation found that the knife wire broke and the coating peeled off; tear in the sheath and wire contacts metal when energized. ¿olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during an endoscopic retrograde cholangiopancreatography therapeutic procedure, the endoscopy knife broke when energized for the first time. The customer reported there was no internal shedding; however, the device was replaced with a similar product to complete the procedure. There were no reports of patient harm.